Event description:
The complainant alleged that during incoming inspection of the unit by the biomed the pacer rate knob was found to be non-functional. The complainant indicated that there was no pt involvement with this reported event.